Event description:
It was reported that the patient had a non device related fall hitting the ipg and since then the ipg was non functional. It was also reported that the patient was experiencing muscle spasm and increased back pain. The patient underwent a revision procedure wherein the ipg pocket site was relocated. The patient was doing well postoperatively.